Event description:
The customer reported to olympus, during a therapeutic liver resection procedure, the tip of the subject device broke off in the patient. The device fragment was 'urgently' retrieved. A request for additional information is in progress.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The subject device was returned and evaluated. The olympus service center identified the following: probe is broken off at 14 mm from the distal end site. The broken piece of the probe tip was returned. Scratches on the broken surface of the probe were observed. It was also discovered that the coating of the scratched area was peeled off. Upon inspection of the broken surface of the probe, it was discovered that the scratches were progressing from the cracks. No scratches or contact marks were observed on the non-insulated area of the grasping section. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to: 1)when output in seal & cut mode, the probe came in contact to metal or a surgical instrument. 2)this caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. 3)the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 4)the probe broke when added some load. As a result of checking the instruction manual, the following descriptions related to this event were found. This event is warned by the instruction manual. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Olympus will continue to monitor field performance for this device.